Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported to field service engineer (fse) that they had m-02 errors on their integrated electrosurgical unit (iesu) [erbe] generator. The customer power cycled the erbe generator multiple times. They are to use their covidien generator for their procedure today. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient was not in the room at the time of the event and therefore no ports were placed in the patient. The procedure was completed with third party generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] due to error m-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the following was found: visual inspection revealed a potential issue that may be associated with the reported event. Further system testing showed that the unit displayed error 1-07, followed by error m-02-3 upon startup, with corresponding erbe log entries for errors c-00 and m-02. During visual inspection revealed light scuffs and scratches on the erbe's front grey bezel and scratches on the right top of the covering/housing. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a generator defect in the erbe. This issue can be resolved by replacing the erbe.